Event description:
It was reported that during routine follow-up, a loss of capture was observed on the left ventricular lead. Device reprogramming was performed and capture was obtained. The patient was stable would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.